Event description:
The enterprise stent system gets stuck in the first third of the microcatheter. During stenting procedure, the physician felt resistance and could not advanced the enterprise stent delivery system at the distal end of the microcatheter (mc). The enterprise stent could not be removed from the mc. Another enterprise stent delivery system was used. There was no adverse effect to the pt. Continuous flush was maintained within the mc and there was no kink/compression noted on the mc. No resistance encountered advancing the mc over the gw into the target lesion. No calcification/tortuosity was noted.

Manufacturer narrative:
The product has been returned for testing and evaluation, however, the engineering evaluation is not yet complete. Please note the additional info will be submitted within 30 days upon receipt. This is one of two products used on the same pt. MFR report # 1058196-2008-00031 & 1058196-2008-00033.